Event description:
Drive medical was notified of an incident involving an IV pole by the end user, who reported that the caster wheels were too small to effectively move across carpeted surfaces. The end user stated that the instability of the IV pole contributed to a fall, resulting in a broken toe. The end user further reported experiencing a second fall involving the same device, which also resulted in the same toe being broken. As part of its complaint review and evaluation process, drive medical will also notify the manufacturer of the product about this complaint.